Event description:
It was reported that the user dropped the ilet, the connector separated, and the cartridge became stuck in the pump, after which the user used tweezers to remove the cartridge and completed a full supply change with an inset 6 mm infusion set. Investigation included troubleshooting guidance provided by support and user-led removal of the stuck cartridge followed by successful reassembly. Investigation of this case revealed a device handling event with a disconnected connector and a temporarily retained cartridge; post-removal, the device functioned as expected with no further issues reported. No adverse clinical symptoms during the event reported. Outcomes included no health consequence or impact beside the user¿s ability to resume therapy after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical stress to the device.